Manufacturer narrative:
Method: device not returned, followed up with company representative.

Event description:
It was reported that the tool kit was used in the procedure and later determined that it had a december expiration date. Reportedly, no issues were encountered during or after the procedure. No additional info was reported.